Event description:
It was reported that during the procedure physician inserted the balloon catheter through the 5f j&j introducer and it did not get through. Afterwards the physician tried with introducer of st. Jude medical (introducer size: 6f act) and dilated femorally, but the balloon got stuck in the introducer. It is not possible to separate the balloon from the introducer.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This included all testing for proper passage through an appropriate size introducer sheath. This is the only complaint reported to date for this manufacturing lot number.